Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was unable to insert the preloaded intraocular lens into the patient right eye due to previous retinal surgery. Not sure if the lens itself was defective. The incision was enlarged and the lens was removed and replaced with another lens of same model. No other medical intervention was required. The patient was doing fine when discharged. No other information is available.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/02/2020 section h3: device returned to manufacturer ¿ yes device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was not returned. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned device, there is no indication of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
During review of the reported event on (B)(6) 2020, it was determined that delivery issue was not captured in the initial MDR. Also device evaluation results have been received. As a result, the following fields have been updated: section b1: adverse event and/or product problem- both adverse event and product problem. Section h6: device code 2339¿delivery issue. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.